Manufacturer narrative:
A maquet rep visited the hosp and evaluated the device. The cover that fell is clipped on the spring arm. He found that the cover that fell was worn out, making it not firmly attached to the spring arm. This hospital is not under preventive maintenace contract with maquet. Maquet rep on site evaluated and ordered replacement parts. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.